Manufacturer narrative:
The axium pushwire was returned for evaluation without implant coil as it was discarded. The tack weld replacement (twr) replacement crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The pushwire was found to be bent at the proximal end. Under the microscope, the coil shield stretched. The retainer inner diameter appeared to be ovalized. The axium pushwire was returned with the implant coil already detached. It is possible that the ovalized condition of the retainer ring, or the resistance reported by the customer may have been contributing factors to the "premature detachment." The reported resistance within the rhv or the echelon microcatheter may have contributed to the stretching of the coil shield. All coils are 100% inspected for damage and irregularities during manufacturing. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. Per the axium coil instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." (B)(4).

Event description:
Medtronic received information that during the coiling of cerebral aneurysm embolization it was reported the axium coil prematurely detached inside the microcatheter. Prior to the event, it was reported that the coil stuck inside the microcatheter at the rhv (rotating hemostatic valve) and stretched. The procedure was completed with other coils. No patient injury was reported as a result of the procedure.